Manufacturer narrative:
No hospital/medical records or medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith effort to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of a recanalization catheter partially separated from the catheter after approximately two minutes and fifteen seconds of activation in the superficial femoral artery (sfa). The health care provider reported the guidewire and the entire recanalization catheter were removed as a single system without issue. Another recanalization catheter was reportedly used to complete the procedure. There was no reported consequences or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: bunching of the outer catheter was observed near the distal tip. A longitudinal tear in the outer catheter was noted at the rx junction, 19.5cm from the distal tip of the catheter. A small portion of the inner guidewire lumen was protruding out from the tear in the catheter. The distal tip was examined under microscopic magnification and no material separation was present. No other anomalies were noted to the returned device. Functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample (i.e. Bunched and torn catheter). Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The complaint investigation is confirmed for a tear in the catheter near the rx junction. The complaint investigation is unconfirmed for separation of the outer catheter from the distal tip. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the torn catheter. Labeling review: the current instructions for use (IFU) states: - warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. - adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. - interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.